Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Catalog # has two: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample or photo was received for investigation. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage at luer connection with lot #7362021 regarding item #305783 investigation conclusion: unable to determine a root cause.

Event description:
"It was reported that the 22 g x 1 1/2 in. Bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle leaked. There was no report of exposure, injury or medical intervention."

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: no.